Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2016, the recipient underwent skin flap revision surgery. The recipient was treated with dicloxacillin and cefuroxime. The recipient was recommended a period of non-use of the device. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to chronic infection. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The recipient's infection is reportedly healed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.